Event description:
The account alleged the head section was drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the head down valve and the cardio pulmonary resuscitation valve and the issue remains. No further info is available on the repair of the bed at this time.